Manufacturer narrative:
The g5 electrodes were returned for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including the power on self test using a test device without duplicating the report. A visual inspection of the electrodes found no discrepancies. Review of the device log found no evidence of the report. The electrodes were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.